Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a suspected fracture. It was also reported that the ra lead was oversensing, showed noise and had out of range measurements. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.